Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient had a turbo-ject standard power injectable PICC line placed on an unspecified date for an unspecified indication. The customer reports that leakage was noted as a result of a crack in the PICC line. The handling conditions and circumstances leading up to the event are not known. The device was completely explanted and replaced with a new device. There are no reported adverse patient consequences related to this event. The device is reportedly available for evaluation, however it has not been received by the manufacturer as of the date of this event.

Manufacturer narrative:
A review of device history record, documentation, specification, and quality control data was conducted during the investigation. One opened complaint device was returned for investigation. A visual examination noted the clear tubing is partially separated from the purple hub. The patient did not experience any ¿adverse effects;¿ however, an additional procedure(s) was required for another PICC line placement, due to this occurrence. The turbo-ject standard power injectable PICC line PICC is shipped with instructions for use which clearly states the proper warnings, precautions, and instructions for use. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A thorough review of the device history record revealed no non-conformances that may have contributed to this incident. A complaint history search for similar complaints revealed this complaint to be the only record associated with complaint lot number a definitive root cause could not be determined; however, based on the provided information and evaluation of the returned device, the actual root cause is ¿inconclusive.¿ we will notify the appropriate personnel and continue to monitor for similar complaints. Measures have been previously initiated to address this issue. Per the quality engineering risk assessment no further action is required.